Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with the right ventricular lead exhibiting high impedance anomaly on (B)(6). The patient was brought in for additional evaluation of the lead. A chest x-ray of the patient showed no abnormalities. However, right ventricular lead noise was observed during isometric testing and pocket manipulation. On (B)(6) 2019, the patient was brought to the hospital for a revision procedure. Upon opening the pocket, the physician was able to remove the right ventricular lead pin connector from the header of the implantable cardioverter defibrillator without loosening the set screw. The lead was reinserted into the header and the set screw was tightened. The lead was tested and the anomalies were no longer observed. The physician stated he believes the set screw was not fully tightened at the original implant and that both the lead and device were functioning as expected. The patient condition was stable following the procedure. Related manufacturer reference number: 2017865-2019-09922.